Manufacturer narrative:
Service received the device for further eval. Service confirmed that the tip of the blade is broken. A replacement blade was sent to the customer.

Event description:
The customer contacted verathon inc. Regarding a glidescope gvl 3 blade tip that is broken. There is no pt injury reported with this event.